Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were sent to franklin lakes for further functional testing for closure separation. All tubes tested were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes exhibited closure separation on their automated instrument where the shield was removed but the stopper remained in the tube. There was no health impact or consequences reported.